Event description:
A patient was undergoing a femoral inferior vena cava filter placement. As the sheath was retracted, the filter failed to release, thus filter was pulled back with the sheath then deployed in the right iliac vein, instead of the vena cava.